Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the found door was failed and multiple drawers were failed. A field service engineer replaced the latch to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 2.1 was not detected on bus. The customer stated that there was a delay and issue getting meds out from the customer. Customer added that they had to get meds from the main rx. There were no adverse events or injuries reported based on this event.